Event description:
Surgeon inserted pilling dilator into mouth. When md pulled instrument out of the mouth, the rubber end of the pilling remained inside the pt. Md then took a cup forceps and grasped the pilling tip and removed it.